Manufacturer narrative:
Concomitant medical products: product ID 306001, product type screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence. It was reported that the patient said she went to the doctor this morning. Patient stated she has latex allergies and her tape is itching. Patient was not sure if therapy was working or if she accidentally pulled a wire out of place from itching at her back. It was confirmed the therapy is on and working by troubleshooting. Stimulation is currently at 1.7 volts which is comfortable. The patient mentioned something about a rash. No further complications were reported.